Event description:
Statement reads "consumer was using the walker, going down a sidewalk and the right shaft/handgrip broke completely off". Customer states there were no injuries. Does not know if the surface was uneven or is additional info available.

Manufacturer narrative:
Evidence the aluminum tubing was bent to the rear and down, consistent with someone falling and holding the tube as they fell and the tube bends. This is not consistent with normal use.